Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, the patient reported insulin leakage at the infusion site. He stated the infusion set headset was inserted at 9:00pm on (B)(6) 2011 and when he woke up 6:30am this morning his blood glucose measured over 586 mg/dl and he found insulin leaking around the site. He stated the cannula was slightly bent. He stated this was the first time he had inserted a headset manually. He switched to insulin injections until he received an infusion set insertion device. Upon follow up on (B)(6) 2011 the patient stated he received the insertion device and his blood glucose had returned to normal. The patient did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.